Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2009; 305c223 tissue valve, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.